Manufacturer narrative:
Analysis received the unit with no delivery alarm due to a faulty force sensor resistor. Analysis was unable to perform basic occlusion and occlusion tests. The unit was received with operating currents within specification and passed no delivery error, prime, and displacement tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that there is an absence of no delivery alarms and has high blood glucose levels. The customer's blood glucose was 365 mg/dl at the time of incident. The insulin pump will be returned for analysis.